Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient was last seen well but when the family returned, the patient was found down in front of their couch with no ventricular assist device (vad) alarms noted and the vad was off. The patient ultimately passed away. Review of the submitted log files confirmed a pump stop due to full battery depletion. Prior to this event, the files captured the pump operating as intended at the set speed. Whether the patient expired prior to the pump stopping or as a result of the pump stopping is unknown and could not be determined through this evaluation. Refer to the system controller investigation for information regarding the pump stop (manufacturer report number 2916596-2024-06485). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was last seen well and when family returned, they were found down in front of their couch with no ventricular assist device (vad) alarms noted and the vad was off. Log files were submitted for review and captured low voltage advisory events at 1558 and 1622 on 01sep2024 while using battery power. These transitioned to low voltage hazard events from 1836 through 1858, followed by no external power events once the batteries were depleted. Some backup battery (ebb) faults were also noted however the vad was still running at the low-speed limit of 5200 revolutions per minute (rpm) during these events. The ebb was enabled in the system controller for almost 2 hours until the ebb was also depleted, and the vad was off. The last events in the log files showed the system controller was connected to the power module resulting in controller clock corrupt events. The patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.